Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the working length was kinked at 1.5mm and 29cm from the distal tip. A functional evaluation noted that the initial orientation of the cutting wire was within specifications when the distal tip of the device exited the scope. However, the distal tip of the working length was kinked causing an incorrect catheter orientation upon exiting the scope. No other issues with the device were noted. The reported event of wire orientation was not confirmed. Upon analysis, it was found that the distal end of the working length was kinked. Based on the condition of the device and the available information, the problem found could have been caused by manipulation of the device during the procedure or if the device was hit against a hard surface during introduction into the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct (cbd) stone procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the orientation of the catheter tip was incorrect when the device exited the scope. Also, the orientation of the cutting wire was incorrect with respect to the plastic tip. Reportedly, there was no visible damage or twisting of the device prior to putting it through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct (cbd) stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the orientation of the catheter tip was incorrect when the device exited the scope. Also, the orientation of the cutting wire was incorrect with respect to the plastic tip. Reportedly, there was no visible damage or twisting of the device prior to putting it through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.